Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the cardioplegia pump would not function on either the low or medium speed settings. The pump would only function on the high speed setting. The user also reported that the cardioplegia pump was leaking. The device was used for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a pt as a result of this event.